Event description:
Philips received a complaint from the customer on the v60 indicating that a proximal pressure sensor autozero failed alarm occurred during setup. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that a "proximal pressure sensor autozero failed" alarm message was displayed on the screen during setup, and the biomedical (biomed) engineer was able to duplicate the issue and found 110a,110b,110d error codes in the event log. The customer requested onsite service to correct the reported issue. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp was able to duplicate the reported issue and replaced the data acquisition (da) printed circuit board assembly (pcba) and solenoids; however, the issue remained. The asp therefore believed that the da pcba was possibly faulty, stated that follow-up work was required, and ordered parts for a return visit. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) replaced the da pcba and solenoid valves and after running the device for 40 minutes, the asp confirmed that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Functional analysis was performed on the returned data acquisition (da) printed circuit board assembly (pcba), and the device passed pressure accuracy testing. The product investigation lab (pil) technician could not duplicate the failure. Visual inspection revealed no evidence of damage or contamination. The da pcba operated without any issue.

Manufacturer narrative:
This is in regard to solenoid valves 1, 3 and 4 that were delivered to the product investigation lab (pil) with the accusation of: proximal pressure sensor auto zero failed (ec 1109). 1. Per engineering direction and through referencing the ventilator software requirements document, testing in step 2 of this conclusion was performed and resulted in a no problem found. Note: referencing the ventilator software requirements document, section 2.8.2.1 states: auto-zero test shall be scheduled at 15 minutes +/- 7 seconds intervals for both the machine pressure transducer and the proximal pressure transducer during operation in ventilation mode when there is no previous auto zero failure, pressure sensor calibration failure, or pressure sensor range error. 2. The pil technician connected the solenoid valves to the proximal pressure auto zero position (position 3) of the gas delivery subsystem (gds). The pil v60 standard test bed (stb) was powered on for a minimum of 20 minutes with the intent to exceed the 15-minute interval for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. 3. No proximal pressure sensor autozero failed error code (ec 1109) was generated, resulting in a no fault found for solenoid valves 1, 3 and 4.

Manufacturer narrative:
This is in regard to solenoid valve 2 that was delivered to the pil with the accusation of: proximal pressure sensor auto zero failed (ec 1109). 1. Per engineering direction and through referencing the ventilator software requirements document, testing in step 2 of this conclusion was performed and resulted in a no problem found. Note: referencing the ventilator software requirements document, section 2.8.2.1 states: auto-zero test shall be scheduled at 15 minutes +/- 7 seconds intervals for both the machine pressure transducer and the proximal pressure transducer during operation in ventilation mode when there is no previous auto zero failure, pressure sensor calibration failure, or pressure sensor range error. 2. The pil technician connected the solenoid valve to the proximal pressure auto zero (position 3) of the gds. The pil v60 (stb) was powered on for a minimum of 20 minutes with the intent to exceed the 15-minute interval for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. 3. The pil technician verified that the 110b error code occurred with cbitproxpresssensorazfailed in the event log. The technician concluded that the suspect solenoid is faulty.